Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of mrsa peritonitis. However; there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Although the cause of the peritonitis was reported as unknown, (B)(6) is found on the skin or nasal cavity which suggests a breach in aseptic technique by the patient. Based on the information and no allegation or report of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s (B)(6) peritonitis event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported in a phone call response that the patient had peritonitis. The pdrn stated that the patient was presented to the pd clinic with cloudy pd effluent and severe abdominal pain. The patient was sent to the hospital and admitted for peritonitis. A pd effluent culture resulted (B)(6) for (B)(6). The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient was discharged on an unconfirmed date. The patient recovered and continued pd therapy on the liberty select cycler with no issues. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.